Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value were not provided. As a result the customer "over corrected" resulting in the customer's bg to run low; bg value were not provided. Customer started a temporary rate to address low bg. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.